Event description:
Complainant alleged that during biomeed testing the device caused the associated defibrillator to inappropriately display a "release button" message. Complainant indicaed that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an intermittent short within the sternum panel. The customer received a replacement set of paddles.